Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it was presumed that it was a pause of insufflation in which the tube clogging alarm worked. In addition, since the event occurred at the timing of the puncture, it is presumed that the clogging was caused by the procedure. The event can be prevented by following the instructions for use (IFU): chapter 5 operation: be sure to stop the insufflation before inserting the veress needle. Otherwise, malfunction of this instrument may result. Chapter 7.2 alarm functions: tube obstruction: when the tube obstruction caution lamp lights and the alarm sounds: the reason may be that the veress needle¿s distal end is clogged, the insufflation tube has buckled, the stopcock on the veress needle is closed or insufflation is performed into an abnormally narrow cavity, such as subcutaneously. When a filter is used with the device, backward flow of body fluids (e.g., blood) may clog the filter and cause a tube obstruction alarm. In these conditions, the cavity pressure cannot be measured, so immediately check the possible reasons and remedy as appropriate. This caution is not performed during the stop mode. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a laparoscopic cholecystectomy due to gallstones, the insufflator was used to inflate and expand the surgical field. During the second puncture site, the insufflator was unable to inflate. The device was replaced with another similar device. After replacement, there was no pause in inflation of the device, and the surgery was successfully completed. There was no reported delays. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.